Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had a revision and he is having lots of problems with it. He claims it was a bad hip. He would like to be compensated for his revision. He has a lot of pain. He was out of work for 3 months. His life hasn't been the same.